Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss. The customer's blood glucose level was unknown at the time of incident. The customer reported changed the battery two or three days ago and then had to change the battery this morning, and now it was saying the battery was low again and had thirty minutes to change it. The customer did troubleshoot and found this is the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump passed the self-test, sleep current measurement, active current measurement, and the displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed low battery, replace battery now, and unexpected power loss alarms. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery, replace battery now, and unexpected power loss alarms due to connector resistance printed circuit board after disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, case cracked behind the insulin pump at the corner of the belt clip rails, serial number label fading and stained, and pillowing keypad overlay.